Manufacturer narrative:
The force bipolar instrument has not been received a for failure analysis evaluation. .

Event description:
It was reported that during a da vinci-assisted surgical procedure there was damage to the tip of the force bipolar instrument. A fragment fell into the patient and was retrieved during the same procedure.

Manufacturer narrative:
Device evaluation: intuitive surgical, inc. (Isi) received the force bipolar instrument to perform failure analysis. The instrument was analyzed and found to have a broken grip at the grip base. A piece approximately 18.12 mm x 5.43 mm was found to be broken off. The broken piece was not returned with the instrument. Further inspection of the returned instrument found no additional damage or abnormalities. The instrument was found to have a broken conductor wire in the grip tip. The instrument failed the electrical continuity test, confirming a complete break in the wire. No thermal damage was found on the instrument.